Manufacturer narrative:
Samples are serum with a gel barrier that were centrifuged for 10 minutes. Lab policy is to repeat all initial elevated accutni results on an alternate method. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding troponin (accutni) results, above the ami cutoff and within the risk stratification range, generated by the access 2 immunoassay system for two patients. Repeat testing on an alternate method resulted within the normal reference range for both patients. Results generated by the access 2 analyzer were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.